Manufacturer narrative:
(B)(4). Lot manufactured from 07/25/2014 to 07/26/2014. The actual device was not available; however, a photograph of the sample was provided for evaluation. Photographic inspection could not confirm the reported condition of no flow. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer experienced no-flow during use of a large volume infusor. This occurred overnight, after the infusion was started with an unspecified amount of flucloxacillin. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.